Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It was also reported that the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.